Manufacturer narrative:
The device remains implanted and no components were returned for analysis. The investigation is ongoing. A supplemental report will be submitted if additional relevant information becomes available. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported that during a follow-up evaluation, intermittent tracking and capture were observed, resulting in decreased biventricular pacing to 78%. Tracking could not initially be obtained in the standing position despite troubleshooting and optimization efforts. Threshold tuning was adjusted in an attempt to improve device performance. At a subsequent follow-up on (B)(6) 2026, the patient reported no heart failure symptoms and remained clinically well and active. Tracking remained posture-dependent and inconsistent, with the most consistent tracking observed in the supine position and the least consistent in the standing position. However, biventricular capture was successfully achieved in all tested positions during the evaluation. No adverse patient sequelae were reported.

Manufacturer narrative:
The date reported under section b4 of the initial manufacturer report 3013596742-2026-00007 was submitted in error as 02-january-2026. The correct date is 17-february-2026. The device remains implanted and no components were returned to the manufacturer for analysis. The investigation remains ongoing. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
Please note that the date reported in section g3 of the initial MDR (3013596742-2026-00007) was incorrect. The correct date received by the manufacturer is 02-dec-2025. The model 1000 electrode catheter remains implanted and was not returned to ebr systems for evaluation; therefore, visual inspection and functional testing could not be performed. Programmer data and field follow-up information were reviewed. The system report dated 02-dec-2025 indicated 78% remaining battery capacity, battery voltage of 2.94 v, and chronic biv pacing of 94% over the preceding 257 days. Historical performance demonstrated stable electrode localization and low capture thresholds. At the (B)(6) 2025 follow-up, increased variability in electrode localization relative to the transmitter and higher capture thresholds were observed, with posture-dependent tracking performance. At a subsequent follow-up on (B)(6) 2026, tracking remained posture-dependent; however, biv capture was achieved in all tested positions, and the patient remained clinically well and active without heart failure symptoms. A review of the lot history record (lhr) for the model 1000 electrode catheter confirmed the device met all manufacturing, inspection, and sterilization acceptance criteria. A previously documented bioburden-related nonconformance associated with the lot was evaluated and determined to be unrelated to device electrical performance or functionality. Based on the available information, no device malfunction or manufacturing issue was identified. The observed behavior is most consistent with reduced tracking margin associated with a change in the relative alignment between the transmitter and electrode. The exact cause could not be definitively determined.